Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately four years after a transfemoral tavr procedure using a 29 mm sapien 3 valve, the patient presented with severe symptomatic prosthetic aortic stenosis and hypo attenuated leaflet thickening (halt). The patient has a history of paroxysmal atrial fibrillation and demonstrated a mean transaortic gradient of 107 mmhg on echocardiography. Cardiac catheterization revealed no significant coronary artery disease. Magnetic resonance imaging showed septal hypertrophy without evidence of obstruction. Echocardiography also noted mild left ventricular hypertrophy, mitral valve stenosis, preserved left ventricular function with an ejection fraction of 68 percent, moderate right ventricular enlargement, a peak aortic gradient of 169 mmhg, a valve area of 0.88 square centimeters, and a left ventricular outflow tract to aortic valve velocity time integral ratio of 0.17. The 29 mm sapien 3 valve was explanted, and a non-edwards valve was implanted without complications.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. An addition was made to section h.6: component code. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: clinical code, type of investigation, investigation findings and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet thickened/halt and stenosis were confirmed based on the available information. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had vast comorbidities (e.g. Diabetes, hypertension, etc.), which are known factors that may increase the risk of early valve degeneration, leading to thickened leaflets and stenosis as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the stenosis and halt. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.